Event description:
The end-user called, but then gave the phone to her caretaker. The end-user was injured while she was using a rollator in the bathroom, and when she got up from the toilet, the parking brakes didn't hold and she fel down. She hurt her back and had to be taken to the hospital in an ambulance.